Manufacturer narrative:
Batch review performed on 14-may-2024. Lot 183042: (B)(4) items manufactured and released on 28-jun-2018. Expiration date: 2023-06-17. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 6 months after primary, the patient came in reporting instability due to laxity and the cause is unknown. The surgeon revised the liner (11 mm) with a thicker one (13 mm) to give the patient more stability. The surgery was completed successfully.